Event description:
Boston scientific received information that this left ventricular lead has dislodged with high thresholds and muscle stimulation; the revision procedure has taken place. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.